Event description:
During the laparoscopic cholecystectomy and laparoscopic appendectomy, surgeon noticed that electrosurgical probe sheath was broken and/or missing. The missing sheath couldn't be located during the procedure. No injury adverse event reported.

Manufacturer narrative:
Reported facility risk mgmt dept retained the instrument. Even though there were no reported adverse events, the medwatch report is being filed in an abundance of caution.